Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: was the needle found after the procedure was completed? What tissue was the needle retained in per the CT scan? Was the retained needle piece more than half of the needle? Was any additional tissue dissection indicated to remove the needle? Was an additional incision indicated to remove the needle piece? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? What is the current condition of the patient? No further information.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2017 and suture was used. The needle pulled off the suture during the procedure and after the procedure, the needle was missing. CT test was performed to locate the needle. The procedure was prolonged 2 hours. The needle was retrieved from the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # ==> pc-000087161 corrected information.